Manufacturer narrative:
Patient weight is unknown. (B)(4). Visual evaluation of the returned complaint device found the catheter to have two kinks. The c-channel was found to be damaged, having jagged edges and the channel was torn. The catheter shaft was inserted into the olympus endoscope successfully and it passed the entire length of the working channel with no resistance. The investigation results are consistent with the event description that the catheter kinked, however the catheter difficulty advancing defect was not confirmed. The damage noted to the c-channel is consistent with excessive force used during guidewire removal from the device. The root caused of this complaint is operational context as due to anatomical/procedural factors performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2011. According to the complaint, during the procedure, after a second pass through the cbd the catheter kinked. The kink increased resistance when pushing the balloon up the duct but the procedure was able to be completed using this extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Product analysis confirmed two kinks in the catheter of the device however also revealed the c-channel near the balloon was damaged, as it had jagged edges and was torn.